Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted with sepsis and blood cultures were (B)(6) for (B)(6), a mobile echodensity on the pacemaker wire was consistent with lead infection. The pacing system was extracted and the patient was provided with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.